Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The same day as event onset the patient was hospitalized for the event and began treatment with intraperitoneal vancomycin injection (1 gram, stat) and meropenem intravenous injection (500 mg, twice a day). On an unreported date, the patient was discharged from the hospital and antibiotic therapy was discontinued. At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information was available.